Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient was having pressure with no voids yet. They also had a culture taken and was prescribed antibiotics for bacteria, which they were going to begin taking on the day of the report. It was noted that their trial started on (B)(6) 2017. On (B)(6) 2017, it was reported that (B)(6) 2017 was their worst day due to the stimulation being too high. They felt pressure, had a urinary tract infection (uti) and was on antibiotics, and they had a bruise on their left butt cheek. They lowered the stimulation to a more comfortable level and their pressure was relieved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.